Manufacturer narrative:
The elecsys hcg stat reagent lot number and expiration date were not provided. A field service engineer (fse) determined that the reagent probe had hit the incubator disk cover and the reagent arm screws were loose. The fse tighted the screws and verified alignment on the reagent arm. They verified that the incubation disk cover was properly seated and performed a verification test that passed. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg stat result from the cobas 6000 e601 module. The initial result was 1.00 miu/ml accompanied by a data flag, and the repeat results were 42636 miu/ml, 42234 miu/ml, and 41785 miu/ml. The questionable results were repeated because they did not match the patient's clinical picture. The positive results were deemed to be correct. The repeat results provided are from the initial sample.

Manufacturer narrative:
The investigation determined that the service action resolved the issue.